Event description:
Toshiba dual purpose cath lab radiology equipment failed during emergent coronary angioplasty. Fluoroscopy had performed normally during initial diagnostic stage of procedure. As angioplasty began image became distorted and became impossible to see. System reboot did not improve the image.angioplasty was aborted. Patient will probably complete right ventricular infarct as a result. Patient transferred to a different facility.